Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and reported that the infusion set would be changed. Customer¿s blood glucose level was 264- over 300 mg/dl